Event description:
It was reported that the customer experienced a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided information and guidance for a pump reset, successfully resolving the issue without further errors.